Manufacturer narrative:
This report is submitted on may 20, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.